Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested events ¿foreign material adhered in a/w-cylinder. The user reported leakage¿ and ¿foreign material adhered in a/w-channel¿, were confirmed. Therefore, it was confirmed that the device did not meet its specifications and function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Reprocessing was not completed due to occurrence of leakage at biopsy channel which led to remained foreign material in a/w-cylinder and a/w-channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water tube and cylinder. There was no patient involved.